Manufacturer narrative:
The received x-rays were reviewed, it can be confirmed that there is a fragment next to the u-blade visible. There is no indication that the fragment belongs to the implants, the size is too small to be a sub-component of the implants and the fragment has a special shape, similar to a clamping piece, which speaks against a fragment that broke off from the implants. However, without having the physical devices back for evaluation no clear conclusion is possible and the root cause can not be defined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected devices must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
Orif was performed for left intertrochanteric femoral fracture of a 88 years old female patient on (B)(6) 2024. The x-ray image taken one month postoperative follow-up revealed a metal fragment like object that was not seen immediately after the surgery while the patient has no complaint. The doctor provided the x-ray images and requests stryker to identify if it was an implant part.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
Orif was performed for left intertrochanteric femoral fracture of a 88 years old female patient on (B)(6), 2024. The x-ray image taken one month postoperative follow-up revealed a metal fragment like object that was not seen immediately after the surgery while the patient has no complaint. The doctor provided the x-ray images and requests stryker to identify if it was an implant part.